Manufacturer narrative:
No testing was performed on the device (B)(4). Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02281 and 02282) submitted for devices related to the same event.

Manufacturer narrative:
Log file analysis review date: 08/27/2015; log dates through (B)(6) 2015: normal power consumption. Additional notes: -2 power disconnect alarms have been logged on: (B)(6) 2015 concomitant medical products: the following devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02281 and 02282) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient "recognized that the controller changed from one power port to the other one before batteries are down to 25%." Site stated that there were "pump stops - ((B)(6) 2015)". Batteries were "replaced from hospital stock and download log files". It was stated that there were "no effect on patient, and that he was doing fine the whole time". No additional information provided. Investigation is ongoing.